Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in france, this was a case with a 23 mm sapien 3 valve in aortic position by transfemoral approach. The valve was implanted too ventricular and then embolized into the ventricle. The patient was transferred to surgery and a surgical valve was implanted.

Manufacturer narrative:
Updated section b5.

Event description:
As reported from our affiliates in france, this was a case with a 23mm sapien 3 valve in aortic position by transfemoral approach. The valve was implanted too ventricular and then embolized into the ventricle. The patient was transferred to surgery and a surgical valve was implanted. The final result was good and the patient was doing well.

Manufacturer narrative:
Updated h6-type of investigation, investigation findings. Corrected h6- investigation conclusions. The device was not returned for evaluation as it remained implanted. The complaints for valve malposition and valve embolization into ventricle were unable to be confirmed due to unavailability of relevant imagery/medical report. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. As reported, "the valve was implanted too ventricular and then embolized into the ventricle. The patient was transferred to surgery and a surgical valve was implanted." Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant annular calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. In this case, due to insufficient information, a definitive root cause was unable to be determined at this time. In this case, the ventricular thv placement or thv malposition likely caused the valve to be inadequately secured to target site (annulus); subsequently, the deployed valve was dislodged from the annulus and embolized into ventricle, as reported. As such, available information suggests that procedural factors (malpositioned valve) may have contributed to the embolization. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.